Manufacturer narrative:
(B)(4). The customer reported that when running the defibrillation charge check they heard a chirp and then saw a red x. There was no reported pt involvement. Philips evaluated the device and confirmed the problem. Philips found the power wire disconnected from therapy pca to power pca. It was reconnected and retested. The device passed all tests and was put back into service.

Event description:
The customer reported that when running the defibrillation charge check they heard a chirp and then saw a red x. There was no reported pt involvement.